Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had presented an f-94 alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing, and a review of the alarm log were performed. Functional testing and the review of the alarm log revealed that the device had presented an f-94 alarm. The cause of the condition was determined to be a loss of configuration. To correct the condition, the configuration settings were reset. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.